Manufacturer narrative:
The reported event of loss of capture was not confirmed. Final analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient condition was unknown.